Manufacturer narrative:
UDI number: na. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a rongeur broke off during surgery. An alternative instrument was used to complete the procedure. There was no adverse patient events or delay of surgery.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned device was examined. The jaw was confirmed to have fractured off. The cause cannot be determined, but similar events have found that the jaws have fractured when high forces were applied, as when the jaw was used to cut bone instead of the disc material. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Event description:
It was reported that the tip of a rongeur broke off during surgery. An alternative instrument was used to complete the procedure. There was no adverse patient events or delay of surgery.